Event description:
On (B)(6) 2025, the user reported a possible insulin cartridge leak after noticing the smell of insulin while the ilet was in their pocket. The agent guided the user through disconnecting, filling the tubing, and confirming insulin drops, after which no further leakage was observed. Replacement cartridges were arranged. The highest blood glucose (bg) recorded was 280 mg/dl. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.